Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. The complaint device was not received for evaluation. Four sealed packaged ar-7234 serial/batch number (B)(6) were received for evaluation. Two packages were open, and upon visual inspection, the suture needle and assembly were free of defects. According to drawing c1283, the nitinol loop must withstand a 5 lb straight pull. When the device¿s documentation was reviewed, no issues were found. The device passed the pull functional test. Functional testing was performed by applying manual tension to the suture to replicate suture tensioning, and no issues were noted. The needle was not observed to loosen or detach. No problem was found with the sealed package received devices.

Event description:
It was reported that during an anterior cruciate ligament reconstruction with semitedinosus tendon the device fell apart. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.